Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t5-l3. It was reported that burrs came off of the setscrew during the surgery. The burrs were removed from the patient. No patient complications were reported.

Manufacturer narrative:
Additional info: visual and microscopic inspection did not identify material deformation. The set screw was fully engaged into a sample mas head without issue. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 5540030, 510k # k113174 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.